Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Event description:
The customer generated a falsely elevated magnesium result while using the clinical chemistry magnesium assay on the architect c4000 analyzer. The customer provided the following result data for a (B)(6) year old female (provided range 1.7-2.3 mg/dl): on (B)(6) 2018: patient sample ID (B)(6) : initial result 6.6 mg/dl, retest 2.0 mg/dl the patient had a previous result from (B)(6) 2018 of 2.1 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint data, field service review, service history review, a search for similar complaints, and a review of labeling. Return material was not available. The abbott field service representative (fsr) replaced multiple parts associated with the cuvette washer to resolve the issue. The customer then performed precision and qc testing with acceptable results. No additional discrepant results were reported on this analyzer. A review of the analyzer service history was performed; no additional erratic or discrepant patient results reported on the analyzer, nor did it identify any service or complaint issues that may have contributed to the issue described in this complaint. A tracking and trending review was completed; no adverse trends were identified. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect c4000 analyzer, list number 02p24, was identified.